Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and coeliac disease ('gastrointestinal or digestive system condition type: celiac') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol from (B)(6) 2018 to (B)(6) 2018, bleeding genital and recurrent uti. Concurrent conditions included nerve pain since (B)(6) 2018. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from 2006 to 2014 for genital haemorrhage, atorvastatin from 1(B)(6) 2018 to (B)(6) 2018 for high cholesterol, gabapentin since (B)(6) 2018 for nerve pain, diclofenac from (B)(6) 2018 to (B)(6) 2018 for pelvic pain female and migraine as well as medroxyprogesterone, naratriptan from (B)(6) 2018 to (B)(6) 2018 and sulfamethoxazole;trimethoprim (bactrim) from 2017 to 2018. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and endometriosis ("other injury(ies) or complication please describe: endometriosis"). In 2010, the patient experienced bladder disorder ("bladder problems"). In 2014, the patient experienced urticaria ("rashes or skin conditions type: hives"). In 2016, the patient experienced coeliac disease (seriousness criterion medically significant) and irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"). In (B)(6) 2018, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain") and urinary tract disorder ("urinary problem or changes"). The patient was treated with root canal, cavity filling and surgery (supracervical hysterectomy (uterus only) and underwent ablation (in 2006)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, coeliac disease, vaginal haemorrhage, urticaria, nausea, tooth disorder, dysmenorrhoea, dyspareunia, irritable bowel syndrome, endometriosis, alopecia, back pain, bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, coeliac disease, dysmenorrhoea, dyspareunia, endometriosis, irritable bowel syndrome, menorrhagia, nausea, tooth disorder, urinary tract disorder, urticaria and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs received: case has became incident, previously reported event "injury " updated to abdomen pain, abnormal bleeding (vaginal), heavy bleeding clubbed with abnormal bleeding (menorrhagia), rashes or skin conditions type: hives, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: celiac, gastrointestinal or digestive system condition type: ibs, other injury(ies) or complication please describe: endometriosis, hair loss, back pain, bladder problems, urinary problem or changes, all event outcome added,reporter information updated, concomitant drugs were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.